Manufacturer narrative:
The device has been returned to the manufacture and is currently being evaluated. Results are expected soon.

Event description:
During pre-flush the rn noted a hole in the catheter tubing. On (B)(6) 2004, info on questionnaire indicates that the leak was detected after insertion of the catheter and subsequent removal during the insertion process. Changed to MDR reportable.